Event description:
Revised the tibial insert on a triathlon left knee due to patella fracture. He removed a piece of loose bone fragment and while in there, decided to change the insert from a 4x10 to a 4x9. No allegations made against the implants.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a triathlon patella was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on (B)(6) 2022 with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the lot referenced. Conclusions: it was reported that the patient suffered a periprosthetic fracture of the patella. A the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.